Event description:
The customer reported elevated sodium (na) results of approximately 148, for three (3) patients, involving unicel dxc 600 synchron system. The customer stated subsequent testing of the patient samples on an alternate unicel dxc 600 system recovered lower results of approximately 140. The elevated results were not released out of the laboratory. There was no patient injury or change in patient treatment associated with this incident. The customer indicated sodium reference drift system error prior to the elevated results and resolved the issue by replacing the sodium measuring electrode. The field service engineer (fse) went to the facility to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) reported service evaluation of the ise system indicated bacterial contamination. The fse decontaminated the instrument and verified system performance. After system decontamination, the fse noticed the buffer reagent was not in the ratio pump. The fse replaced the ratio pump and ise tubing, and verified system performance. The instrument conformed to the manufacturer's published performance specifications. Quality control (qc) was within the laboratory's established specifications at the time of the incident.